Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, a failed message displayed on their receiver; however, the patient stated that they were unsure what it was. The patient stated that they are using a pediatric receiver. No additional event or patient information is available. It should be noted that under indications for use the dexcom g4 platinum (pediatric) continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages (B)(6) years with diabetes.